Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported connection. A visual inspection was performed with no issues noted. Leak testing, clamp function testing and clear passage testing were performed with no issues noted. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. The cause of the reported connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a gap was observed between the transfer set and the disconnect cap after the components were connected. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.